Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that one of the filter legs was detached and was endothelialized within the cava wall, just caudal to the filter. In addition, it was observed that the filter was tilted, with the apex of the filter against the cava wall. An attempt was made to retrieve the filter, however, was unsuccessful. Reportedly, during the attempted retrieval, a second filter limb fractured and this limb moved caudally into the iliac vein. The limb within the iliac vein was successfully removed with the snare. A second retrieval was performed and the filter was successfully removed. The detached limb within the cava wall was not removed. No report of pt injury.